Event description:
Reporter noted surgeon converted to icce shortly after starting phaco. Completed case and implanted iol. Wanted system and handpieces checked. Follow-up indicated corneal burn occurred. Prognosis not known at this time.